Event description:
It has been reported by phone that the patient was ventilated by the concerned device, but didn't receive any ventilation. At 2.16 am the evita 4 generated ventilation alarm and a patient monitor generated bradycardy alarm. Cardio-respiratory arrest occurred and has been combated by intensivists successfully.

Manufacturer narrative:
This investigation was started, results will be reopened in a follow up report.